Event description:
During a ureteroscopic stone removal, the access sheath was forced past three stones mid-ureter. The doctor believes that the access sheath might have become kinked, which required add'l pressure to insert the scope. The scope might have caused the laceration in the ureter. A stent was placed to heal the ureter. The procedure was re-scheduled at a later time after the ureter healed. No further pt complications reported.